Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill notification after attempting to load a cartridge with an unknown amount of insulin. There was no reported adverse impact to the customer. Reportedly, the customer loaded a new cartridge to resolve the issue.